Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush keeps shooting off the metal pin while brushing - oral-b [device breakage] case narrative: female consumer via e-mail reported that the oral-b toothbrush head kept shooting off of the oral-b toothbrush's metal pin while brushing. No injury was reported. 18-jan-2023 follow up via e-mail and images: the suspect product was oral-b rechargeable toothbrush handle 3766. The concomitant product was oral-b power oral care refills cross action eb50 brush set 10ct. The suspect product lot number was 2ab10812341. No injury was reported.